Event description:
The surgeon was removing the port-a-cath due to malfunctioning. When she removed the catheter, she noticed that the catheter was not as long as it was when it was inserted. They then called a vascular surgeon in to try to retrieve the tubing of the port-a-cath. They took a x-ray and noticed that it was in the chest of this pt.